Event description:
Report 3 of 4 received of inadequate carbon dioxide absorption during anesthesia. The reporter states that the end-tidal co2 level increased to 55-56% and the inspired co2 level increased to 35%. The pt had an arterial catheter and an arterial blood gas sample was drawn. The sample confirmed the co2 level was 50mmhg. The hoses and valves were verified to be functioning properly on the anesthesia circuit. The fresh gas flow was increased from 1l/min. To 5-8l/min. When this was done the inspired co2 decreased to 1% and the end-tidal co2 to 30%. An arterial blood gas sample was drawn and confirmed the co2 in the mid 30's. The pt vital signs remained stable and the o2 saturation remained 98-100%. At first appearance the granules looked white. The upper canister was dismantled and there was a blue color center core, surrounded by white. The lower canister had no color change. The color indicator is added during MFR and has a sensitive ph factor that causes the granules to change color as they near exhaustion. Although requested, the pt's sex and age were unknown to the reporter. There was no report of adverse pt effect. Add'l pt info was requested, but no further info was available.